Event description:
Caller states that the inform meter shows signs of an electrical short. The housing is melted around the contact pins, and the pins are blackened. Caller states that the meter makes the bases flash when docked. No adverse event reported. Requested return of suspect device and replacement was sent.